Event description:
It was reported the act button on the insulin pump was not working. Issue started about a month ago. Customer's mother stated customer blood glucose has been higher then normal, average 174 mg/dl. The device was not dropped or bumped. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.